Event description:
It was reported to vyaire medical that the bellavista1000 us is giving an occlusion alarm. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Technical supoort advised customer that these are related to issues with the ventilator circuit or connection lines. Once part is replaced or checked, the alarm should clear. No hardware issues were noted. Asked customer if he was able to recreate with a test setup. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.